Event description:
Distributor reported catheters are easily breaking. Last reported issue catheter broke inside of the pet's leg, during veterinary procedure. Date of event was not provided. No additional information provided.